Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch# ke7135, exp date: 04/30/2019, MFR date: 05/20/2016. Batch# ka2703, exp. Date: 12/31/2018, MFR. Date: 01/15/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic prostate procedure on (B)(6) 2016 and suture clips were used to secure a suture. During the procedure, clips would not close on the suture properly. It was unknown how the procedure was completed. There were no patient consequences reported. No further information is available.